Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that variable rv threshold was observed during follow-up in clinic. Chest x-ray was performed and it was determined that lack of slack in the rv lead was causing high thresholds. Lead could not be repositioned so it was explanted and replaced. Patient was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.